Event description:
It was reported that during a stent placement procedure, the stent allegedly fractured with thrombosis. The patient status was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample is not available for evaluation. Provided images demonstrate the placed stent inside the vessel. Although the resolution is poor so that the single struts are not visible the contour of the stent confirms stent twisting. A stent fracture is not visible. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describes holding and handling of the system during deployment; in particular the instruction for use state: 'confirm that the introducer sheath is secure and will not move during deployment. To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum. While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' In regards to pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' H10: d4 (expiry date: 06/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: manufacturing review: a manufacturing related root cause was considered; therefore, the lot history records were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample was not available for evaluation. Provided images demonstrated the placed stent inside the vessel. Although the resolution is poor stent twisting can be confirmed based on the stent contour. Alleged was a stent fracture, but strut fracture was not visible on the images because of poor resolution. A definite root cause could not be identified, labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The IFU closely describes holding and handling of the system during deployment; in particular the IFU state: 'confirm that the introducer sheath is secure and will not move during deployment. (¿) to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (¿) do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (¿) while maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum.(¿) while maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' In regards to pta the IFU state: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' H10: d4 (expiry date: 06/2022), g3 h11: h6 (device, method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that after approximately eight days post stent placement procedure, the stent allegedly fractured and thrombosed in the lower extremity arteriography enhancement, right femoral artery. It was further reported the stent was left in the patient. Reportedly, the patient expired approximately one year post stent placement procedure. The relationship between, the stent issues, procedure, and patient outcome is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo, images and videos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2022). Device not returned.

Event description:
It was reported that during a stent placement procedure, the stent allegedly fractured with thrombosis. The patient status was unknown.